Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were not intact, the device had cracked on both front corners of top case. The device history report showed pump motor drive phase b post - battery not working also was found in ehl. The device was tested using the power up process. Testing found the pump motor drive phase b post was found at power up and moment later battery not working was followed. The tech noted the battery defective, lot#: mn130718 tj070300830018. The root cause was unable to determine. The tech replaced battery. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device motor drive phase had a b post error. No patient injury reported.